Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation of the fundus of the sstomach procedure for gastric fundus varices performed on (B)(6) 2025. During the procedure, it was noticed that the band detached automatically after it was deployed onto the tissue. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 (only the irrigation tube and the handle) was analyzed, and a visual evaluation noted that the device returned without the ligator housing, and the trip wire was secured into the handle slot. No problems with the device were noted. The reported event of bands falling off varix cannot be confirmed. Upon analysis of the returned component the device returned without the ligator housing, and the trip wire was secured into the handle slot. Additionally, the ligator housing didn't return, therefore, it's not possible to determine if this part had any sort of damage that would have affected the bands deployment. It was also seen that the device handle slot evidence that the trip wire was secured. Based on the product analysis, the available information and since the ligator housing was not returned, the analysis to identify any defect with the device cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation of the fundus of the stomach procedure for gastric fundus varices performed on (B)(6) 2025. During the procedure, it was noticed that the band detached automatically after it was deployed onto the tissue. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.